Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6) 2007. According to the complainant, the patient had three surgeries after the initial procedure to remove portions of the sling; on (B)(6) 2008; (B)(6) 2010; and (B)(6) 2011. The details of each surgery are unknown. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6) 2007. According to the complainant, the patient had three surgeries after the initial procedure to remove portions of the sling; on (B)(6) 2008; (B)(6) 2010; and (B)(6) 2011. The details of each surgery are unknown. All other information is unknown and reportedly unavailable.